Manufacturer narrative:
(B)(4): the implanted device remains.

Event description:
Per the clinic, the receiver/stimulator unit migrated from its original position. Subsequently on (B)(6) 2015, the patient underwent revision surgery to have the receiver/stimulator repositioned. The implanted device remains.